Manufacturer narrative:
Additional information received that not all broken part have been retrieved from patient's mouth. No injury. Additional information after the above that further dental treatment given was rct of the affected tooth. This was completed with another set of files. Investigation results: summary: six waveone gold primary files 21mm were returned in loose. The six files are all broken at the tip of the active part (torque x5; fatigue + torque x1). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1826255). Root causes are not identified. We will track this kind of event and monitor the trend. For information, we noted that one of the broken files has no red abs ring. Ring was voluntarily removed (tool marks are visible in the empty groove). We suspect the customer to have removed the abs ring to be able to reuse the file which would constitute a misuse. Indeed, waveone gold files are single use instruments whose abs ring is intended to prevent any reuse by expanding in case of sterilization of the instrument.

Event description:
In this event it is reported that waveone gold primary 3-file ster 21mm file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.